Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (patient's spouse) that the patient is unable to establish communication between his ipg and external devices. The patient is also without stimulation. The patient will meet with a company representative as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with another model. Reportedly effective therapy was restored following the procedure.

Event description:
Follow-up information revealed the patient may undergo surgical intervention as the next course of action.